Event description:
It was reported that the lead had varying impedance measurement. The lead was "manipulated" and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance. Weekly high voltage measurement data show varying impedance for min and max hvb = 54 to 84 ohms range between (B)(4) 2010 and (B)(4) 2012.